Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated it on november 10, 2017. The tissue pad of the jaw was severely worn. The coating on the outer surface of the probe was partially missing. The probe was cracked at 10.5 mm from the distal end. There were contact marks on the probe and the non-insulated part of the grasping section due to contacting with each other. The manufacturing record was reviewed and found no irregularities. These types of tissue pad and coating damage were likely related to the operator's technique. Based on the past similar cases, omsc surmised that the tissue pad of the grasping section was severely worn, and the coating on the outer surface of the probe was partially missing because the user continued to activate output in seal & cut mode without contacting tissue (including after the tissue already cut). Since the tissue pad was severely worn, the probe contacted the non-insulated part. Contact marks on the probe and the non-insulated part, and short circuit error occurred. The crack developed from the contact mark on the probe as the starting point when the user output in seal & cut mode or grasped the tissue. The instruction manual of the device has already warned as follows; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an uncertain procedure, the subject device was used. After the user changed the output settings of the generator, short circuit error occurred. The user restored the settings, but the error still occurred. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on (B)(6) 2017. The tissue pad of the jaw was severely worn and the coating on the outer surface of the probe was partially missing.